Manufacturer narrative:
(B)(4). Batch # u5d91w. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60d reload present. The reload was received partially fired 1/16 and with damage on reload deck and reload body. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired at all on the colon (no staples deployed and no cut line started). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.